Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified a circuit occlusion alarm present and the peep was low. The fsr calibrated exhalation valve and resolved the customer's reported issue. The device passed all tests to manufacturer specifications and was returned to the customer.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator became inoperable while on a patient and stopped ventilating. The customer reported that there was no patient harm.